Event description:
It was reported that during an umbilical hernia procedure, no clips were deploying from the device from the first firing; as if the device was empty. The surgeon was squeezing the firing trigger, but no clips were feeding into the jaws or deploying. It is unknown what structure was being clipped, but the device was not being used to repair bleeding. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results for the el5ml device found that it was returned with the shaft bent. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft.